Manufacturer narrative:
The complaint of infection cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR report#1627487-2016-00369, reference MFR report#1627487-2016-00368, reference MFR report#1627487-2016-00367. The patient received two swift-lock anchors with the same lot number. It was reported the patient presented to an urgent care facility due to back pain and redness around the ipg pocket and incision sites. Reportedly, he was treated with a rocephin injection at that time due to suspected infection. The patient was subsequently seen by his physician whereas surgical intervention was recommended as the next course of action. Hence, the entire system was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR report#3006705815--2016-00369; reference MFR report#3006705815-2016-00368; reference MFR report#3006705815-2016-00367. Follow-up identified culture results were (B)(6) for (B)(6). The patient received antibiotic treatment and the issue subsequently resolved.